Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation it was reported that the stamp slides over the lens causing a scratch on it. There was patient contact and the surgery was delayed by 5 minutes. There was no harm to the patient. Additional information has been requested.